Event description:
It was reported that a cgm displayed an error message during use with a g7 sensor. There was no reported impact to the customer¿s blood glucose level. Customer support guided caller through pump reset process, error did not recur after reset, and caller successfully started new sensor session.